Manufacturer narrative:
The manufacturer previously repoted that they received information alleging that a patient with a rental dreamstation st30 gb device had passed away. There was no allegation that the device contributed to the death. The clinic reached out to the manufacturer to inquire about returning the device. The device underwent a repair evaluation by a third-party service center, where it was visibly inspected, tested, and subsequently passed, with no faults found. The unit was then returned to loan stock . No further investigation is necessary. If we receive any relevant information, a follow up report will be submitted.

Event description:
The manufacturer received information alleging that a patient with a rental dreamstation st30 gb device had passed away. There was no allegation that the device contributed to the death. The clinic reached out to the manufacturer to inquire about returning the device. Additional information has been requested regarding the details of the reported death. A follow-up report will be filed if any further relevant information becomes available. The device has not been returned to the manufacturer.